Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-28. H6: investigation summary the complaint was created for discrepant results issues on the bd veritor plus analyzer (p/n 256066, s/n (B)(6)). The customer reported that the analyzer reads everything as positive. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus analyzer, sn (B)(6), was returned for investigation. Was returned for investigation. Internal logs of the analyzer have been extracted and examined. The results show some negative results. The error reported by the customer was not able to be replicated and therefore the root cause was unable to be determined. Based on these evidences the complaint is unconfirmed. Bd quality will continue to monitor for trends related to the veritor system.

Event description:
It was reported that while testing for sars-cov-2 with bd rapid detection of sars-cov-2 veritor¿ all results are reading positive. When samples are read on a different veritor the results are accurate. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that veritor is reading everything as positive.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with bd rapid detection of sars-cov-2 veritor¿ all results are reading positive. When samples are read on a different veritor the results are accurate. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that veritor is reading everything as positive.